Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a partial extrusion of skin from tubing, the patient had his artificial urinary sphincter (aus) pump and prb removed and replaced. During the operation, it was explained that there was puss indicating an infection after making the incision. The physician performed a washout and the sphincter was replaced. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.